Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist restarted the application, and the customer was able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer failed to open when nurse tried to issue medication (xanax 0.25mg and oxycodone 5mg).the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.